Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) post pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.